Manufacturer narrative:
As no product has been returned for investigation, we are unable to verify the specific failure mode and thus cannot draw conclusions regarding the root cause. However, a review of manufacturing documentation for lot asp00572 confirmed that the lot was manufactured, inspected, and released in full compliance with all required specifications. No design or labeling modifications that could impact the device's safety have been implemented, and to date, no other complaints or adverse events related to this lot have been reported. No other complaints or adverse events with a similar failure or patient impact have been reported for any other esperance 3f+ product. The device labeling includes appropriate warnings and user instructions for proper operation. Additionally, the risk associated with the reported event is documented in the risk management files, and current control measures are in place to mitigate such risks. Furthermore, the communication with physician indicated that the event was more likely caused by the drive wire "I did not tell you cause it was the drive wire that was the issue. The wire got stuck, it is the second time it has happened to me. It is a problem with the wire. The actuator broke and it damaged and broke the catheter. I then went up and used a stent retriever to pull out the broken tip".

Event description:
Emergent thrombectomy performed. During the third pass for thrombectomy, part of the esperance aspiration catheter broke off into patient's right middle cerebral artery. The piece was retrieved using a stent retriever; however, significant bleeding was noted. Esperance catheter: manufacturer:wallaby medical lot#: asp00572, ref#: asp3f120kit, exp: 2025.12.06 .the wire used with the catheter:drivewire24. Manufacturer: rapid medical lot#: 250301dw01, ref#: drpp2411, exp: 01.31.2026.